Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump had multiple insulin pump error alarms. The customer's blood glucose level was 455 mg/dl. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that the insulin did not exit at the quick release. The insulin pump was in auto mode at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. Possible under delivery anomaly not confirmed. Device test failed not confirmed. No pump error 4 alarms noted during testing however, a pump error 4 alarm was found in the formatted history file due to a software error. No pump error 54 alarms noted during testing and were not found in the formatted history file. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. Moisture damage was found on the electronic assembly and motor during visual inspection.